Event description:
It was reported that the female connector of a minicap transfer set was damaged. It was further described as "damaged connection of female connector" and "the set was difficult to separate after disconnecting". This was observed during use of the device for automated peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation without a cap. Visual inspection with the naked eye noted separation between the female connector and the main body of the twist clamp. In addition, damage was noted to the dark blue female connector confirming the report of damaged connector. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing, and no issues were noted. The reported conditions were verified. The cause of the twist clamp separation was related to inadequate solvent application to the main body during the manufacturing process. The cause of the damage observed on the dark blue female connector is unknown, however, it is possible that the connector damage occurred during use while attempting to disconnect the set from a mating component. It is unknown if any tooling was used to assist during the reported difficult to disconnect that could attribute to the damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.